Manufacturer narrative:
Device eval of belt sn (B)(4) was finished through a review of the downloaded data. There is no indication of any device malfunction related to the event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt alleged a 'burn scar' underneath the front therapy electrode (te). The pt also stated that it was likely a reaction from sweating while wearing the lifevest. The pt then alleged that the front therapy electrode malfunctioned, but there is no indication that this is the case. There is no treatment event involved. The pt contacted his physician, but there was no med intervention as the physician had already planned to end use of the lifevest. Follow up with the pt indicates that the irritation was faded, but still appeared to be 'pink/white' in color.